Manufacturer narrative:
The carefusion fse went onsite and performed an overhaul, pm, and ovp according to manufacturer specifications. Upon removing the cover panels, he found driver connections already disconnected and the control luer lock was loose. During the final checkout tests he found that the one-way valves on the airsource side of the blender was restricted by the oneway valve and possibly a point of occlusion. He then replaced the driver and pr8 regulator. Adjusted the power supply, ddi board, and driver controller. All voltages and readings within specification. Calibrated the airway pressure xdcr and adjusted/checked pneumatics. Tested the alarms and leds and completed the checkout verification. All pressures and alarms are within specification.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that this unit is overheating. The customer was able to see it overheat in his shop and stated that it overheated on a patient. They swapped the unit out and there was no patient harm.